Event description:
It was reported that this patient was in the clinic and upon interrogation of their implantable cardioverter defibrillator (ICD) device, it was discovered that there was a notification to check the shock lead impedance. A review by the healthcare provider (hcp) indicated there were two (2) recent high out of range shock impedance measurements between 125 ohms and 130 ohms associated with this right ventricular (rv) lead. Boston scientific technical services (ts) reviewed the device data and confirmed what the hcp had described about the shock impedance trend. Ts also noted that dating back to last year, the shock impedance trend shows typical measurements in the 80 ohm range and every few days, there have been increased measurements in the 100 ohm to 120 ohm range which then drop back down. Ts also indicated this is a single coil lead which do tend to run with higher impedances and measurements slightly above the 125 ohm out of range threshold is not likely due to a lead fracture as those types of measurements are more likely to be greater than 200 ohms or saturated. Ts discussed that they will likely see alerts for high out of range shock impedance measurements in the future and provided guidance that they may want to continue to monitor the patient and at the next in-office check, increase the shock impedance alert limit to 150 ohms and reevaluate again if the measurements values reach that limit. Guidance was also provided by ts to perform isometric and pocket manipulation testing while checking impedance measurements to verify lead integrity and to consider performing a commanded 41 joule shock test to determine the actual delivered impedance value, avoiding values greater than 145 ohms. The hcp indicated they will consult the electrophysiologist (ep). The lead remains in-service. No patient symptoms or adverse patient effects were reported.